Event description:
Patient reported pain, deformity, cyst and capsular contracture baker grade iii confirmed via MRI for right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported, pain, deformity, cyst. And capsular contracture, baker grade iii. Confirmed via MRI for right side. Device remains implanted.